Event description:
Reportedly, this is the second stent in same patient as MDR 6000002-2006-00456. Pta of instent stenosis in target lesion with post pta residual stenosis final angiogram of 10%. No further information available.

Manufacturer narrative:
Device not returned.